Event description:
It was reported the rigid endoscope sheath ceramic tip was loose. There was no delay and the patient was not under anesthesia. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ceramic tip damage was confirmed. The ceramic tip was repaired by an unauthorized third party. The incorrect glue was used and dissolved, and the insulating insert came off. Olympus will continue to monitor field performance for this device.